Manufacturer narrative:
Approximate age of device - 1 year and 1 month. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized on (B)(6) 2017 with a driveline infection. A culture was taken and results showed (B)(6) for corynebacterium. The patient was started on fluoroquinolone and intravenous cephalosporin both for three days. The patient was discharged on (B)(6) 2017 with home care services and plan to transition to home hospice when appropriate. On (B)(6) 2017, the patient expired due to heart failure. There were no reported device or therapy related issues associated with the patient¿s outcome. No autopsy was requested and the pump was not explanted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no autopsy was performed and the device was not explanted. A correlation between the device and the reported event could not be conclusively determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists infection and death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection, including exit site treatment, are outlined in various sections of this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.